Event description:
While administering medroxyprogesterone acetate in the gluteal region intramuscularly, the safety syringe "locked up". While pushing the plunger, resistance was met and no further medication could be delivered. The needle was withdrawn, a new needle applied and the medication was successfully delivered into the opposite gluteal area.